Event description:
The physician finds that the introducer and dilator tips tend to get crushed with tissue friction. Also, upon splitting / peeling of the introducer, there is some fraying. This is the same event as MDR 2183787-2015-00060.